Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call low blood glucose levels and cosmetic damage. Customer's blood glucose level was 43 mg/dl. Customer treated their low blood glucose levels via drink. Customer's current blood glucose level was 158 mg/dl. Customer advised the insulin pump was cracked with scratches on the display screen. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. Device had minor scratched lcd window, no cracked lcd window noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).